Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the customer¿s complaint could not be confirmed since the device was not returned to olympus for evaluation. Therefore, a definitive root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "the splint is not bacteriostatic toward pre-existing infections and does not prevent the occurrence of new infections." This supplemental report includes a correction to e1 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that a patient developed an infection after a septum correction in combination with use of chitosolve nasal splint. The location was reportedly very sensitive for getting an infection. The patient was treated with antibiotics and the infection was resolved. The doctor did not investigate the infection and no cultures were done. The patient's current condition is good. There was no allegation of any device malfunction. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.